Manufacturer narrative:
Evaluation of the unit indicates that the unit had been dropped.

Event description:
Medics were treating a male pt (age unk) who was in a code situation. The medics defibrillated the pt four times. After the fourth defibrillation attempt was delivered, the unit's monitor screen displayed "status 104", status "105", "status 60" and "can not dump" messages. The unit was able to monitor the pt's rhythm properly and the medics determined that the pt did not require add'l defibrillation. There was no adverse effect on the pt.